Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled their cannula with 0.7 units of insulin instead of 0.3 units. Reportedly, customer forgot to adjust the fill cannula amount when programming their pump. Customer's blood glucose level dropped to 71 mg/dl. Customer consumed juice and food to cover the excess 0.4 units of insulin that was delivered.